Event description:
On 02/06/03 kmi was notified of the explant of a subtalar mba orthopedic foot implant from a patient to address pain. No specific product information (size or lot number) was provided.